Event description:
Info received indicates, when the head section is lowered to a certain point, it will stop and rise back up.

Manufacturer narrative:
The account replaced the test port to repair the bed.